Event description:
The left knee was originally replaced on (B)(6) 2007. Early in 2010, my left knee began being sore. This occurred approx once a month and continued monthly for some months. By (B)(6) 2010, the knee became very painful requiring the use of a cane and walking was very difficult. I met with dr (B)(6) of (B)(6) orthopaedics in (B)(6) 2010, the knee was xrayed and dr (B)(6) stated surgery was necessary to correct the problem. (Procedure: revision of left total knee arthroplasty. She developed increasing pain and deformity at the knee with radiographic findings of a loose tibial component with subsidence of the tibial component. Due to her persistant dysfunction and pain, she wished to discuss undergo revision understanding the risks, benefits, limitations of this procedure. All questions answered). After receiving clearances from dr (B)(6) (primary care) dr (B)(6) (cardiologist) and dr (B)(6) (dentist), the repair of the left knee (surgery) was done on (B)(6) 2016. The defective depuy knee parts: (femur # 6-catalog # 960042; tibia insert # 96211; rotating platform # 00950385) where removed and replaced with a stryker knee. The tibia was completely loose with again impaction and depression of the medial side.